Event description:
It was reported that an ilet pump intermittently powered on when placed on a charger and then powered off again, with the charger indicator briefly illuminating before extinguishing; the behavior persisted across different outlets and chargers, including a wireless pad, after the device was reportedly exposed to rain, and a replacement device was issued. Symptoms included headache associated with hyperglycemia up to 400 mg/dl for approximately 1.5 hours. Outcomes included the user switching to subcutaneous insulin pens and continuing cgm use, with no professional medical intervention and no hospitalization. Investigation included guided troubleshooting for not charging and power cycling, verification of alternate power sources and charging accessories, and arrangement for device replacement. Investigation of this case revealed a suspected charging and power subsystem malfunction consistent with battery charging failure and device power loss, with potential liquid exposure contributing to the malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the charging/power system.

Manufacturer narrative:
Initialmanufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.